Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Pt was revised to address femoral loosening. The cup had fibrous ingrowth. The joint was full of fluid and a large effusion.